Event description:
It was reported that the customer received a no delivery alarm. The customer stated that he changed the infusion set twice and still received the no delivery alarm. The customer stated that he had high blood glucose levels of 600 mg/dl. The customer stated that he was stressed, his face hurt and that he felt awkward. Troubleshooting was done. Advised to run a manual prime, and insulin did exit. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was bent but not occluded. The customer declined troubleshooting for the no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.